Event description:
Patient was implanted with a plate and twelve screws for a left distal tibia fracture about three years ago. Approximately one week ago the patient visited the surgeon most likely due to complaints of pain. An x-ray showed two screws broken at the head, one screw broken mid-shaft and a nonunion. The patient was returned to the operating room for removal of hardware. One of the broken screws was removed and two remain in the patient. The patient was revised to another plate and screws with iliac crest bone graft at the nonunion. This report is for unknown screws. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis report is for unknown screws, quantity 3. PMA cannot be determined without a part number investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.